Event description:
In (B)(6) 1994 I had breast augmentation surgery. Allergan/mcghan style 168 mammary implants were placed in my chest and I was never informed of the potential risks and complications of these devices. I was not told to follow up unless I had a deflated breast or abnormal pain/bruising. I was never told the implants needed to be replaced every 10 years. I have suffered from 38 of the 40ish breast implant illness symptoms since approximately one year after the implants were placed in my body. I have been to numerous physicians and specialists for skin, digestive, neurological, psychological, reproductive health and endocrine issues, receiving no answers or diagnoses related to my breast implant illness symptoms until recently when I was diagnosed with me/cfs(myalgic encephalomyelitis/chronic fatigue syndrome) by my primary care doctor and bii(breast implant illness) by my explant plastic surgeon. The past 7 years have been a downward spiral of my physical and mental health that have left me unable to work due to cognitive impairment, chronic fatigue, anxiety, chronic pain and other symptoms. I was never informed of the breast implant recall and only learned of it through the media. I currently suffer from breast and back pain, heart palpitations, and shortness of breath as well as previously mentioned symptoms. I have a lump in my right breast with no way of knowing if it is cancer. I am scheduled for explant (which in itself is mentally brutal) on (B)(6) 2023 at which time my capsule tissues will be submitted for testing for bia-alcl and other carcinomas, molds and bacteria related to the recalled implants. I will also be tested for silicone poisoning and other metals/contaminants as my body hopefully detoxes from the 29 years of leaching whatever chemicals these implants contain out into my body. Implant poisoning of women has been going on for decades over profit. It is disturbing and disgusting how many women are suffering similarly and still these devices are being placed into 1000's of womens bodies daily. These women are not being told the truth, are not being provided with information that would certainly make them think twice about what they are accepting as a potential life sentence. It is your duty to stop these manufacturers from harming the public, to hold them accountable and protect uninformed consumers from harm and death. I will suffer every day until (B)(6) 2023 and likely for many years after (like I have for the past 28 years) even if I am lucky enough to not be diagnosed with bia-alcl or related carcinomas. There are no lab tests for me/cfs or bii and I won't have results from my capsule tissues until sometime in (B)(6) 2023. FDA safety report ID# (B)(4).